Manufacturer narrative:
The inspection of the bed revealed that one of the buttons located on the left side rail control panel was stuck in the activated position. It resulted in the bed frame movement. According to citadel plus instruction for use, 831.374.en_b, a full test of all electrical bed positioning functions should be conducted weekly. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. To sum up, the reported symptom occurred due to the faulty button located on the control panel which is responsible for the bed frame movement. The arjo device was not meeting its specification as the bed platform moved without any buttons being pushed. The citadel plus bed was not used for the patient treatment at time of the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement even no serious injury occurred.

Event description:
The customer staff contacted arjo and informed about a malfunction of a citadel plus bed frame. Allegedly, the bed¿s platform moved up without any buttons being pushed. No patient was involved. No injury was claimed.